Event description:
On (B)(6) 2013, the reporter contacted animas alleging multiple call service alarms had occurred when attempting to rewind the pump, and that the alarm could not be cleared. The reporter stated that the patient was swimming and that there was no evidence of moisture to the battery compartment and display. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 03/12/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/21/2014 with the following findings: the black box revealed call service alarms on10/19/2013. The pump rewind, load and prime steps were performed with no call service alarms being duplicated. The pump was exercised for 24 hours and no call service alarms were duplicated during this time. The pump cover was removed and internal moisture was observed on the pcb and internal components. The call service complaint was verified in the history but could not be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.